Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one matrix long holding sleeve (part# 03.632.036, lot 7506718) was returned for reportedly having stripped distal threads. The returned device contained only a minor burr with no others signs of damage. The holding sleeve was tested with a conforming polyaxial screw (part# 04.632.420, lot# xtb00951) and found to function as intended. The complaint condition could not be replicated therefore the complaint is deemed unconfirmed. This investigation summary is approve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that during surgery the driver sleeve was found to be stripped and not loading screws properly. A second sleeve was available and no delay or compromises in patient care occurred. This report is 1 of 1 for (B)(4).